Event description:
The customer received questionable results for magnesium gen.2 (mg) on one patient sample. The initial mg result from the aliquot was 4.9 mg/dl, accompanied by a data flag, which was reported outside of the laboratory. The customer indicated the result was different than the patient's previous mg result. The primary tube was repeated on this instrument and generated a result of 2.0 mg/dl. The primary tube was also repeated on another cobas 6000 c501 and generated results of 2.0 mg/dl and 2.1 mg/dl. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot number of the mg reagent in use was 68696501, with an expiration date of 04/30/2015. The field service representative (fsr) found there was reagent probe carryover due to probe mis-adjustment. He cleaned and adjusted the reagent probes, and adjusted the gear pump pressure. He checked the internal probe wash volume and also adjusted the external rinse water for the sample probe. While performing troubleshooting, the fsr observed a motor failure. He replaced the motor and performed a mechanism check, and a precision run. The customer performed calibration and qc, which was within specification.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.